Event description:
It was reported by the patient that they have been having breathing problems that are getting stronger. The patient had heart stents implanted, that did not resolve the issue. The patient then had their vns device programmed off for a week; however, the breathing did not improve. No other relevant information has been received to date.